Manufacturer narrative:
Customer evaluated device.

Event description:
The customer informed philips that when replacing the processor pca for a previous issue, the new processor pca caused the device to fail to initiate ibp. There was no patient involvement as this occurred during servicing.